Event description:
It was reported that the patient presented to the hospital for a pacemaker (pm) implant. During the procedure, while connecting the right ventricular (rv) lead to the pm, no clicking sound was noted. The physician was unable to remove the lead and decided to cut it. Both the rv lead and pm were not used and were replaced with a different lead and pm. The patient's condition remained stable.

Manufacturer narrative:
As received, only connector portion was returned. Dimensional analysis of the connector region was performed and found within specifications. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.